Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; "puncture of the fluid was carried out after ultrasound visuals and clear fluid content".

Event description:
Healthcare professional reported via regulatory agency "puncture of the fluid was carried out after ultrasound visuals and clear fluid content.. The suspicion of anaplastic large cell lymphoma (alcl) was confirmed and "finally carried out a bilateral en bloc resection on september;" capsulectomy was performed on the left side. Per the pathology report, patient was found to have typical plastoid cell elements in the prosthesis capsule resected part, in the region of the inner lining a weak cytoplasmic expression of cd30 and a concomitant infiltrate with abundant small lymphocytes of the t cell series with expression of cd3; marker of alk negative has not been reported. At present, fluid has once again developed in [the patient's] left breast and the breast is swollen. Patient has to undergo a further MRI scan in order to clarify whether capsule residues have remains which are causing the fluid to accumulate. Affected side is left. The device has been explanted.